Event description:
It was additionally reported that the alarms resolved with the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a battery runtime issue could be confirmed with the returned system controller (serial # (B)(6)). Log file analysis revealed the runtime of 14v batteries was approximately 8 hours on average from fully charge to the low limit threshold. While there are several factors that can affect battery runtime for a set of 14v batteries, the approximate 8 hour runtime is lower than expected. It was noted, when both power cables were connected to the mobile power unit, the voltage values were lower than expected. Electrical measurements of the underlying wires within both power cables revealed conductor breakdown. Further electrical measurements confirmed no breaches on the insulation with the underlying wires. Visual inspection revealed no outer jacket damage on both power cables. This suggests the conductor breakdown within the underlying wires appear to be related to the repetitive flexing of the power cables during use. The increase electrical resistance across the length of the wires has the potential to affect voltage values and result in premature alarms. The finding is consistent with the log file analysis. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Low battery hazard alarm 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. In section 2 of both manuals, the expected run time for a set of 14v batteries is stated ¿when fully charged, two heartmate 14 volt lithium-ion batteries can power the system for up to 10¿12 hours. How long the batteries can power the system depends on your activity level. If you are more active, the run time will be less.¿ heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller alarmed with low voltage alarms when the batteries showed 50% charge. A controller exchange was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.